Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 the patient underwent anterior lumbar interbody fusion. Preoperative diagnosis: l4-s1 lumbar discogenic syndrome. Per op notes: ¿an 11mm femoral cortical graft was filled with bmp soaked collagen sponge and placed into the l4-5 disc space. Once this done a 30mm cancellous locking screw was applied to the anterior superior aspect of the l5. Attention was then turned to l5-s1 where a similar discectomy was performed. A straight anterior femoral cortical allograft of approximately 11mm was placed at this level as well. It also was filled with bmp soaked sponges. A 30 mm cancellous locking screw was placed in the anterior superior aspect of s1.¿ the patient also underwent posterior percutaneous instrumentation. Preoperative diagnosis: lumbar discogenic syndrome. The patient also underwent totally extraperitoneal anterior exposure for lumbar fusion. Preoperatively the patient was diagnosed with lumbar l4-s1 disc disease. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.